Manufacturer narrative:
The charger enclosure was replaced as well during on-site investigation.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. To resolve the reported issue, the power conversion board was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the pendant for the imaging system would not power on. Restarting the imaging system, re-seating the interface (umbilical) cable and motion calibration did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.